Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
The surgeon reported that as he was using the measuring device with a guide wire, the device did not appear to be measuring correctly and it resulted in the surgeon choosing a screw that was too long. The screw was removed and replaced with a shorter screw. The surgeon is not sure whether the measuring device, k-wire or screw are at issue. The kit has been in use at this facility for some years without any other issues being reported for measuring function. There was a delay, (length of delay unknown) but this was less that 30 minutes.

Manufacturer narrative:
Correction: section d4 (lot #). The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number that was communicated in this case does not yield any positive matches in our database. A manual search of a similar lot number was unsuccessful as well. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The surgeon reported that as he was using the measuring device with a guide wire, the device did not appear to be measuring correctly and it resulted in the surgeon choosing a screw that was too long. The screw was removed and replaced with a shorter screw. The surgeon is not sure whether the measuring device, k-wire or screw are at issue. The kit has been in use at this facility for some years without any other issues being reported for measuring function. There was a delay,(length of delay unknown) but this was less that 30 minutes.